Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awgc implantable cardioverter defibrillator, (B)(6) 2008; 6947 implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that t-wave oversensing was seen on the right ventricular (rv) lead on an interrogated episode which resulted in the patient receiving an inappropriate shock. Previous reductions in r-wave amplitude were also noted. The lead is still in use. No further patient complications have been reported as a result of this event.